Manufacturer narrative:
Product event summary: the mapping catheter, 990063-020 with lot number 216772231, was returned and analyzed. Visual inspection of the mapping catheter showed the loop was kinked and ribbed. The mapping catheter failed the returned product inspection due to the loop kink. If information is provided in the future, a supplemental report will be issued.

Event description:
The balloon catheter and mapping catheter subsequently tested out of specification per the manufacturer's investigation.